Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Four guidewires were reportedly involved in a single procedure (referred to as device 1, device 2, device 3 and device 4). Device 1, 2 and 3 were returned to the manufacturer. Of three, device 1 and 2 were fractured (justified as reportable since tip fragments were left in the anatomy) and device 3 remained unfractured (justified as non-reportable since there was no damages that would affect patient health). Device 4 was not returned (justified as suspicious since it could be fractured and fragment could be remaining in the anatomy). This report is about device 1. The returned device 1 had coil fractured at the middle solder (at 15mm from the tip) and its core wire was exposed distal to the middle solder for approximately 12mm in length. The exposed core was observed under a microscope. It revealed that the core fracture surface was flat and spiral marks were on the surface of the core shaft. These findings suggested that the core wire fractured due to accumulated rotational force. The coil wire was twisted and fractured just as coils were straightened by longitudinal pulling force. Based on the above findings, it was concluded approximately 3mm of the core wire and approximately 15mm of the coil wire including the tip were separated. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that devices 1 got fractured due to rotational force exceeding the product design limit while the tip was trapped by the target lesion. The coil wire was thought to get fractured by pulling force as the device was removed from the patient anatomy. There was no indication of product deficiency. IFU states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, during ppi to treat a heavily calcified occlusion in the heavily tortuous and heavily circumflexed popliteal artery, total of four asahi guidewires were detached. Tip fragments were left in the anatomy. No patient health impact was reportedly known.